Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited lower than expected pacing impedance values. An invasive investigation was performed and visual inspection noted that the ventricular tip seal plug was missing.